Manufacturer narrative:
The pump was returned to moog and subjected to a number of mechanical and flow-related tests. It required calibration to be able to meet its volumetric accuracy specifications, but the error was well within the range considered by moog to be no danger to patients and not-reportable. The complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated: "no dose done alarm crack in rear housing." The pump was set to run at a rate of 70 ml/hr and provide an infinite dose. No patient injury was reported.